Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned dry in a lens case/ vial. Visual inspection found no visible damage to the lens and presence of fibers on the lens surface. Dimensional inspection found the lens to be within specifications. The patient's date of birth is corrected from "(B)(6) 1986" to "(B)(6) 1983". Blurred vision and presence of glares/ haloes experienced by the patient, should have been included in the initial MDR.

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.9mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm icm12.0 implantable collamer lens, -21.5 diopter, into the patient's left eye (os) on (B)(6) 2012. On (B)(6) 2016 the lens was explanted. The surgeon noted low vault, lens rotation, lens opacity asco, and "artiphakia" as the status of the eye. Phaco-emulsification (cataract surgery) and iol implantation is also reported.